Event description:
It was reported that the 9600 system would not boot, and intermittently no image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.